Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump and made continuous noise. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the buttons do not respond. The customer did not troubleshoot and did not send the product back for analysis.

Manufacturer narrative:
The pump had unresponsive esc and act buttons due to an unlocked lcd keypad connector. Unable to perform the operating currents, self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests or verify communicate to glucose sensor simulator to confirm sensor alarms or low battery alarm due to the unresponsive button. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.